Event description:
It was reported that this system was only implanted a few months ago, and now both the right ventricular (rv) and right atrial (ra) leads have an increase in thresholds and high out of range impedances greater than 3000 ohms. The patient was brought into the clinic for further testing where sensing and unipolar thresholds were good. The patient was not dependent, and the plan was to program both leads to unipolar and monitor. The system remains in-service. No adverse patient effects were reported.

Event description:
This report is being filed with analysis details.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned. Initial resistance testing found the lead was not electrically continuous, and an x-ray was performed and revealed that the outer coil was fractured. Due to the location and the type of damage exhibited, it was concluded that the damage was likely caused by lead entrapment in the clavicle-first rib region and contributed to the observations seen in the field. Detailed analysis also confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix during explant caused the inner conductor coil to break. The 3191 code was used to denote surgical intervention.

Manufacturer narrative:
The 3191 code was used to denote surgical intervention.

Event description:
Additional information was received that indicated that both leads were explanted and replaced due to continued issues with high impedance, poor sensing and loss of capture. An x-ray was performed that revealed kinks on both leads. During the lead revision, it was noted that leads had visible physical damage to the insulation. No adverse patient effects were reported.